Event description:
Patient had adverse reaction 3 hrs into hemodialysis treatment. Pt complaint of sob, and chest and back pain. Blood samples were drawn but were not analyzed. Pt was asymptomatic when observed at ER. No other reactions have occurred with this pt in subsequent treatments. The actual complaint sample was discarded and the lot number is not known.